Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 391 (mg/dl) and diabetic ketoacidosis. While in the hospital, customer discontinued use of the pump and was treated with intravenous insulin. Reportedly, the customer's health care provider (hcp) made adjustments to the bolus, basal, and temporary basal settings on the pump. Customer reinstated use of the pump on (B)(6) 2016 and their bg levels increased again; however, no specific level was provided. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. During follow-up call with the contact on (B)(6) 2016, contact reported that the customer was released from the hospital on (B)(6) 2016, and customer's bg levels have been in range. Contact indicated that the customer is being closely monitored by their hcp.